Event description:
We received a spontaneous call from the pt who reported that their whisper ject jammed when they were giving an injection of glatiramer they had to give the injection manually without the devices., the pt did not experience any adverse effects and will continue using the medication. Reported to (B)(6) by: pt/caregiver. Dose or amount: 40 mg, frequency: 3 times a week, route: subcutaneously. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: multiple sclerosis.